Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14074. The pt has two leads implanted with the same lot number. It was reported the pt is not receiving stimulation, the ipg turned off by itself and he experienced a shock from his scs system. An sjm rep met with the pt and lead diagnostics showed invalid contracts. F/u info identified the pt met with his physician and determined he was receiving minimal benefit from the scs system. Surgical intervention is pending to address the issue.